Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the hospital. A DHR could not be conducted because the lot number of the device is unknown. A review of the complaint trend analysis found no observed trends for issues of this nature. Without a product sample we are unable to confirm the reported issue or identify the root cause. It should be noted that the surgeon reported the patient as having very hard bone as a result of bone sclerosis which may have contributed to the reported event. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Event description:
International affiliate reports that during th3-11 instrumentation with the expedium system, the shaft of the double lead tap broke when tapping in th10. The broken portion of the instrument could not be removed and remains in the right side of th10. Affiliate reports that according to the surgeon, bone sclerosis was noted.